Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-june 2024, it was reported that the patient faced infusion set leakage at the tubing. The infusion set was in use for 4 days. No further information available.